Manufacturer narrative:
Investigation summary: complaint could not be confirmed or duplicated. The device powered on successfully and able to navigate through menus without issues. The touchscreen was responsive while troubleshoot testing. No faults were found with the device. Due to visible wear housing and display assembly will need to be replaced.

Event description:
It was reported that the ilet pump displayed a locked bionic circle and repeatedly restarted while on the charger, the mobile app disconnected, and the user administered a manual injection of fast-acting insulin; the issue aligned with a touchscreen-related unresponsive control and screen behavior. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with unresponsive keys or buttons and involvement of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.